Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: titanium revision acetabular; cat#509-02-62g; lot#e6580p; delta v-40 ceramic head 36/+2,5; cat#6570-0-536; lot#59139304; mod con dist stem 16 x 155 mm; cat#6276-7-016; lot#caxva50c; 23mm mod rev hip bdy/blt +30mmcomponent level 9006-1-323; cat#6276-1-323; lot#57364201; gap plate screws; cat#2080-0015; lot#wj7ej2; gap plate screws; cat#2080-0020; lot#593yp8; gap plate screws; cat#2080-0025; lot#xt4h13; gap plate screws; cat#2080-0015; lot#wj7ej2; gap plate screws; cat#2080-0030; lot#km737m; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient underwent revision of all components on (B)(6) 2017. Following this procedure, patient continued to have constant drainage for 5 weeks. It was decided to completely revise hardware and all components were removed on (B)(6) 2017 due to pji.